Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was high and the time is wrong on the insulin pump. Customer's blood glucose was 555 mg/dl. Customer stated that the time will not change and stays on pm. Customer treated with a manual injection. Customer stated that he is sick and has nausea. Customer stated that the drive support cap is recessed. Customer found no air bubbles. Customer ran a manual prime and the insulin did exit the tubing. Customer was assisted with correcting the time and date. Customer stated that the pump passed the high pressure test. The cannula was not bent. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change and contact his health care provider since medication sickness or change in sleeping patterns can affect his blood glucose.